Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was feeling lethargic and was admitted to the hospital. There were no pump alarms. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.